Event description:
It was reported that the device was explanted due to prematurely battery depletion, 5.8 months post implant.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd